Event description:
Tracheostomy tube tore apart in cannulated pt. The flextend in front of neck flange completely separated from tracheostomy tube. Parent observed this happen and immediately changed trach. This was reported to rt serv. Manager by nurse on duty in pt's home at the time. Nurse brought defective trach after her shift. Rt observed trach was also torn behind the neck flange.